Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: ¿deflation¿ and ¿leak on valve side.¿

Event description:
Patient reported left side "leak on valve side." Later healthcare professional reported a left side deflation. The device has been explanted.

Event description:
Patient reported left side "leak on valve side." Later healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and valve leak or damage: observed delamination of the diaphragm valve assessed as adhesive failure. Additional observations: ¿ crease flat observed. No further actions are required as the device was implanted.